Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 17.3mmol/l (311 mg/dl) at the time of the event. The device was originally reported for leaking during wear. The pod was worn between 25 and 36 hours on their abdomen. An investigation of the device found that there was a tear in the cannula. As treatment, the patient applied a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.